Event description:
An elderly female underwent a vaginal hysterectomy and cystourethropexy sling. During the course of the surgery, a capio curved instrument was used to place progressive sutures in the cooper's ligament. Per the surgeon's dictated report "because of a malfunction of the capio instrument, two lancets were lost within the cooper's ligament, and they were not retrievable, therefore we decided to leave them in place."